Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the left ventricular (lv) lead displayed increased thresholds which affected the battery life of the cardiac resynchronization therapy defibrillator (crt-d). The lv lead was inactivated however the patient experienced dyspnea on exertion and the lead was turned back on. It was further reported there was chronic left diaphragmatic stimulation. As the stimulation did not bother the patient, only the generator change was performed due to elective replacement indicator (eri). The lead remains in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.